Event description:
Sorin group received a report that there the touch screen of the s5 roller pump became unresponsive at the end of the procedure. It was also reported that power cycling the system did not resolve the issue. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that there the touch screen of the s5 roller pump became unresponsive at the end of the procedure. It was also reported that power cycling the system did not resolve the issue. There was no report of patient injury. A sorin group field service representative was dispatched to investigate. While at the facility the service representative found the touch screen to be working properly but a review of the system memory found that an error message "touch too long" had been logged. The service representative then cleared the system memory, updated the software and replaced the involved touch screen as a precaution. Testing of the system after these actions found that everything was functioning properly. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.